Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel.lead impedances were reportedly within range during the episode. The mv feature remains on and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) channel. It was further noted that the ra lead pacing impedances had increased from around 700 ohms to approximately 1000 ohms but remained in range. This device remains in service. No adverse patient effects were reported.